Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence, bladder prolapsed and mixed urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, vaginal scarring and other- mesh removal. It was reported that on (B)(6) 2012 patient underwent removal of urethral sling eroded into midureteral; repair of urethral erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(6). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent a pubovaginal rectus fascia suburethral sling on (B)(6) 2012 due to stress urinary incontinence. It was reported that patient underwent placement of a suprapubic cystotomy tube and cystourethroscopy under anesthesia on (B)(6) 2012 due to urinary incontinence. No additional information was provided.